Event description:
The customer reported that a nurse noticed a leads off inop alarm for a pt. The leads off condition was corrected, and the device immediately began providing alarms for apnea and asystole. The pt expired.